Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they both had high blood glucose level and low blood glucose level. The customer had been experiencing high blood glucose for the past 3 days. The customer's blood glucose would be over 300mg/dl. On monday morning, the customer woke up with blood glucose of 471 mg/dl and 2 hours later their blood glucose was over 600 mg/dl. The customer had experienced low blood glucose level in 50s mg/dl and 60s mg/dl. Their current blood glucose was 236 mg/dl. The customer treated high blood glucose with manual injection. The customer treated their low blood glucose with juice. The customer stated that infusion set cannula was bent for 3 nights and insulin pump had cosmetic damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. No irregular noise(s) heard when device is shaken. Device received with scratched case, pillowing keypad overlay, torn keypad overlay, cracked battery tube threads, cracked case behind the pump at the corner of the belt clip rails, stained keypad overlay, missing end cap address label, stained or peeling serial number label, and minor scratched lcd window.